Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during preparation for a laparoscopic nephrectomy, a reload was attached to a powered handle. When the device operator tried to straighten the jaws of the reload, they did not return to its neutral position. A new reload was used without any further incident.

Manufacturer narrative:
(B)(6) led an evaluation of one endo gia¿ universal roticulator¿ 30-2.0 single use loading unit opened by the account. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.